Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the sheath was prepared and introduced in the patient body, there were no issues but as the catheter was inserted in the sheath the bubbles were noted during aspirating. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the farawave was inside the sheath when air was observed in sheath. Pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in aspiration syringe. The guidewire was inside farawave on tip of the catheter as recommended. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the sheath was prepared and introduced in the patient body, there were no issues but as the catheter was inserted in the sheath the bubbles were noted during aspirating. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.